Event description:
The catheter had been a while when the rn walked into the room & the pt was bleeding from the catheter. It was noted that the catheter had broken at the hub.

Manufacturer narrative:
Product implicated is 4 french dual lumen catheter. Catheter was returned for eval in two pieces. Proximal section (including hub) measures 6.5cm and distal section (tubing only) measures 60.5cm. Lot history review indicates no related component or mfg issues and one product complaint of similar nature, which was recorded as user related. Catheter separated at hub-tubing joint. Under 50x magnification, texture at break point appears granular and dull. Tactile inspection indicates tubing is severely elongated and appears necked down adjacent to break site. Adhesive residue was also noted on catheter tubing. These signs indicate typical tensile break. Complaint is confirmed, as catheter did break. This complaint should be recorded as user-related since catheter was pulled apart. Instructions for use states "it is important to follow suggested method of securing catheter as described in instructions. If catheter is not secured properly it may migrate or inadvertently be broken."